Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead was attempted to be screwed and the patient experienced palpitation/discomfort in the chest and ventricular tachycardia (vt). Drug therapy was administered. Upon echocardiogram, hematoma was noted and was due to perforation at the septal branch. An increase in st was also confirmed via electrocardiogram and coronary artery damage was also considered, so the lead was removed. When vt stopped and the patient's condition stabilized, the lead was reinserted and repositioned in the septum away from the left bundle branch area and the procedure was completed. Hospitalization was prolonged due to the event. It was further reported that the delivery catheter exhibited part looseness during the implant attempt. The tip of the guiding was bent. The catheter was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.